Event description:
The patient stated he has seen some improvement in his symptoms but was adamant there was still something wrong. The patient stated he was on 7.2 v on program 1 for 3 days with no results. The patient stated he could feel stimulation in the morning but could not feel stimulation during the day on program 1. The patient could not feel stimulation on programs 2-4. The patient stated he 'couldn't get a reading' which patient services clarified as no stimulation sensation. The patient was very upset that his device was not working as it should. The patient has appointment with health care provider (hcp) in 3 weeks. The patient stated that he could barely feel stimulation at 8.5 v and has not had therapeutic benefit on any program. The patient was offered to walk through syncing and confirming his stimulation was turn on but patient declined. The patient also indicated that the changes their program right away because it was not working. The patient was explained that they need to stay on a program for a few days to see if it will be effective. Patient was adamant he needed to talk to a representative and get reprogrammed. If additional information is received a follow-up report will be submitted. The indications for use for this patient were gastrointestinal/pelvic floor.

Event description:
Additional information received via the healthcare provider (hcp) reported the cause of the lack of therapy and lack of stimulation had not yet been determined. Interventions involved the patient being prescribed myrbetriq 50mg thirty day trial to troubleshoot. It was noted if the myrbetriq worked, the patient would follow-up in 6 months. If the medication trial was not successful, the representative would be contacted to reprogram.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.